Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill failures. The iabp was replaced with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp unit and was able to reproduce the reported issue, reported that the autofill calibration test and the functional test for volume cylinder were performed, and the failure of the volume cylinder was confirmed. When the volume cylinder was replaced wit another one, the issue was resolved. It was considered that the plunger couldn¿t move smoothly within the cylinder and this was likely to cause this issue. After the part was replaced, preventive maintenance including calibration, system functional test and electric safety test was performed normally. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill failures. The iabp was replaced with another and therapy continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill failures. The iabp was replaced with another and therapy continued. No patient harm, serious injury or adverse event was reported.